Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing using known good test accessories, including defibrillation cycling without duplicating the report. After a full evaluation, it was determined that the device is functioning as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.